Event description:
It was reported that during device cleaning the customer will remove the two halves of the device handle to facilitate cleaning the recess between them. When the handle is opened mold growth has been found on the inside. Customer has requested designing a single piece carry handle for the device. There was no reported patient involvement. The cleaning procedure done by the customer (equipment manager) was described as a "a three step process to clean the case." The procedure was demonstrated to a bd representative onsite. First, the device was wiped with a sani-cloth bleach wipe. Next, the device was wiped with a super sani-cloth wipe (purple top). Finally the device was wiped with a cloth that has mild dish detergent and water. The equipment manager kept this cloth in a bowl of water and wrings it out for each device. When the cleaning technique was demonstrated, the customer left the cloth a little wetter than what the bd representative would like to see. The customer stated that he usually wrings much more water out, but was moving quicker than usual during the demonstration. The customer separated the handle to facilitate the removal of debris in the grove between the two sections of the handle. From what the bd representative had observed, there is potential for fluid ingress into the handle, if the customer fails to wring the cloth out as effectively as was stated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned.

Event description:
It was reported that during device cleaning the customer will remove the two halves of the device handle to facilitate cleaning the recess between them. When the handle is opened mold growth has been found on the inside. Customer has requested designing a single piece carry handle for the device. There was no reported patient involvement. The cleaning procedure done by the customer (equipment manager) was described as a "a three step process to clean the case." The procedure was demonstrated to a bd representative onsite. First, the device was wiped with a sani-cloth bleach wipe. Next, the device was wiped with a super sani-cloth wipe (purple top). Finally the device was wiped with a cloth that has mild dish detergent and water. The equipment manager kept this cloth in a bowl of water and wrings it out for each device. When the cleaning technique was demonstrated, the customer left the cloth a little wetter than what the bd representative would like to see. The customer stated that he usually wrings much more water out, but was moving quicker than usual during the demonstration. The customer separated the handle to facilitate the removal of debris in the grove between the two sections of the handle. From what the bd representative had observed, there is potential for fluid ingress into the handle, if the customer fails to wring the cloth out as effectively as was stated.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established.